Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room with a blood glucose level up 673 mg/dl with ketones. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer has reverted to manual dose injection for insulin therapy.